Event description:
A customer contacted beckman coulter inc. (Bec) reporting a small fluid leak (<1ml) at the retic mix chamber of their coulter lh 750 hematology analyzer. The operator was unable to determine the source of the leak. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves, a lab coat and eye protection at the time of the incident. No injury or exposure was reported. There was no affect to patient results.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and replaced cut tubing under the retic stain chamber and cleaned the area. Repair was verified per established procedures and results met published performance specifications. The root cause of the leak is attributed to cut tubing under the retic stain chamber. (B)(4).